Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Patient reports allegations of elevated metal ion levels. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided: date of event - unknown. Brand name - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.